Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). The device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that the rotawire was broken. A 330cm rotawire¿ was selected to treat the target lesion. During the procedure, when the rotawire was retrieved from distal to proximal, it was noted the device was kinked and a twisted knot was formed which led the wire to break. A surgical heart procedure was performed and the broken part was extracted.